Event description:
It was initially reported that the patient is having breakthrough seizures and is unclear if this is an increase in seizure activity. Last known diagnostics are said to be within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.